Event description:
It was reported that the patient was found to have vegetation due to ongoing system infection. The device and lead were explanted. The patient has not had adverse effects due to the infection. Patient condition is stable. System will not be returned.

Manufacturer narrative:
Correction: please retract this manufacturer report 2938836-2017- 20671, it should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).